Manufacturer narrative:
Product analysis # (B)(4): brief description of complaint: during the case, the surgeon inadvertently touched the pacemaker and reported sparking from the device tip. There was no injury to staff or the patient. The surgeon stated sparking has occurred in the past; however, this case the sparking was reported to be ¿excessive¿ investigation conclusion: the reported issue was not confirmed. There were no functional issues identified this generator, as the unit passed all functional tests. Monopolar power output on cut and coag, bipolar power curve check and saline flow check are all within product specifications. The sparking issue could not be recreated in the laboratory environment patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon inadvertently touched the pacemaker and reported sparking from the plasmablade device tip. There was no injury to staff or the patient.